Manufacturer narrative:
(B) (4). (B) (4). The promus 2.5 x 23 mm (part# 1009545-23b, lot#9061961) indicated is being filed under the same medwatch MFR number. The stents remain in the pt. A follow up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: death. Time of adverse event: approximately 48 hours post procedure. It was reported that on (B) (6) 2010, the pt underwent a coronary artery stenting procedure with implantation of two promus stents, one in the mid right coronary artery and one in the mid left anterior descending artery. On (B) (6) 2010, the pt began clopidogrel 75mg and was discharged from the hospital. On (B) (6) 2010, the pt experienced chest pain and change in responsiveness. Ems was called and the pt was severely bradycardic, hyper responsive, delirious, extremities were flaccid and papillary response to light was sluggish. The pt was admitted to the hospital and a CT scan revealed a massive acute right cerebral hemispheric hemorrhage. No treatment was given for the bradycardia or the hemorrhage. Cardiac enzymes were within normal limits, EKG revealed sinus tachycardia with non-specific st and t wave abnormalities. The pt was intubated and sedated. The family elected to withdraw life support and the pt expired on (B) (6) 2010 at 20:58. No autopsy was performed. The cause of death was reported as intracranial hemorrhage. No additional information is available. (B) (4)